Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the implantable cardioverter defibrillator's device header exhibited failure to advance atrial lead completely into the pin port of the device header. The implantable cardioverter defibrillator was replaced during the same procedure on (B)(6) 2022. Patient was stable.

Manufacturer narrative:
The reported field event of lead insertion issue was not confirmed in the lab. Upon receipt, the device was above elective replacement indicator (eri). Visual inspection of the septum, setscrew and contact spring did not reveal any anomaly. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.